Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was unknown. Remedial treatment included tazact (4.5gm, intravenously (IV) twice a day) and vanconex-cp (1gm, ip immediately). The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, d3 and d4 are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.